Event description:
Pt, post cardiac surgery, developed hypotension during a red cell transfusion through the device. Pt was being transfused through a jugular catheter. The transfusion was stopped and the user thinking the pt might be hypovolemic, infused saline. The transfusion was resumed and a further decline in blood pressure was observed and pt became unconscious. Pt was resuscitated successfully. Blood work up was performed on the unit and was found negative for endotoxins and bacterial contamination as well as anti-globulin and other tests performed. The pt has had previous transfusions without incident. Two hours after reported episode, pt was transfused with same device without incident.